Manufacturer narrative:
(B)(4). The reported event cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient states he had a blood infection. However, the physician saw no indication of an infection. The patient did not undergo testing to confirm an infection. The patient's system was explanted.